Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: method of use ¿ posology if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise. A review of the device history record has been initiated and analysis of the data has not been completed. If any deviations or non conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus xc using the packaged needle in the nasolabial folds. The product was blocked and could not passed through the needle. The needle was changed and still didn't work on the second attempt. The needle was then removed and the product then came out of the syringe. Most of the product had been lost. The patient verbalized dissatisfaction. Patient opted to switch to another product as they did not want to proceed with the injection of a faulty product. There were no injuries.